Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report on (B)(4) 2019 stating pentax medical video duodenoscope, model ed-3490tk/serial number (B)(4), yielded a high concern bacterium after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 identified 182 colony forming units(cfu) as comprising of the following 3 isolates: 1 - positive cocci - kocuria rhizophila. 2 - positive rods - bacillus simplex. 3 - positive rods -bacillus magaterium. Study number: (B)(4).